Event description:
It was reported when the radiology technologist was reaching for the scalpel to cut the suture from the pt, the angio-seal suture had disappeared. The pt had pulsating pulses before the procedure and had no distal pulses after deployment of the angio-seal. Additional info was not available.

Manufacturer narrative:
No product was returned for eval and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) cautions that if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedure. If the anchor is not attached to the device, monitor the pt (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.